Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer's stylus would intermittently stop working, or that the programmer was unable to complete a software update. It was confirmed display would not remain in an upright position. It was also noted that there were software errors in the programmer's logs, and other components were damaged but functional. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete a software update. It was further reported that the programmer's stylus stopped working, intermittently. It was further reported that the programmer display would not remain in an upright position. The programmer was returned for service. There was no patient involvement.